Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view extending to the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed based on the patient¿s symptoms. As a result, the patient underwent unilateral removal and replacmenet with a 425cc mentor memorygel breast implant (right catalog #: 3504251bc, right serial #: (B)(4)) on (B)(6) 2021.